Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one medtronic standard pta balloon was used to treat the venous outflow of the right arm. Approximately 16 months post index procedure, the patient suffered avf shunt stenosis. This was treated with medication and a non-medtronic pta to treat the venous outflow. The event is resolved. The investigator and sponsor reported that the event is not related to the index device, procedure or paclitaxel.

Manufacturer narrative:
Cec assessed the event as related to the index device and not related to the index procedure or therapy. Cec commented that the pci of the target limb was clinically driven and involved the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure a medtronic fortrex pta balloon was used. If information is provided in the future, a supplemental report will be issued.